Event description:
Caller reported a malfunction on the pump after it was left in the car door pocket in the heat. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was instructed to call back if any issues reappear, and acknowledged understanding of the situation.